Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_saline implants, date of implant: (B)(6) 2006) experienced autoimmune disorder (the patient reported that for the last 6 years he has had terrible health problems ranging from autoimmune diseases to terrible back, neck, breast and excruciating rib pain). As a result, the device was explanted on (B)(6) 2019. This report is for one of the two effected sides.